Event description:
It was reported that the lead exhibited out of range high pacing impedance during an implant procedure. The lead was not used and exchanged with another new lead. The procedure was completed successfully and the patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.